Manufacturer narrative:
H2: see d10. H3: five cadd extension sets from p/n 21-7106-24 were received in unused conditions within their original package. The samples were visually inspected at a distance of 12" under normal conditions of illumination and no discrepancies were found. The returned samples were tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality; no discrepancies were found. The reported leaking issue was unable to be duplicated. There was no fault found with the returned extension sets.

Event description:
Information was received indicating that a smiths medical cadd extension set was leaking during use. No patient consequences were reported. No adverse effects were reported.